Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and pulmonary embolus was scheduled for filter placement. Approximately five years five months post filter deployment, CT scan performed prior to filter retrieval demonstrated the filter to be tilted with multiple filter limbs extending to the wall of the aorta without luminal penetration and one filter limb extending behind the aorta. There was no protrusion of struts into the duodenum or pancreas noted. The patient presented for filter retrieval approximately five years six months post filter deployment. The patient felt the filter was the cause of back pain and exacerbated lower extremity swelling and requested filter removal. The right internal jugular vein was accessed and a snare device was advanced to retrieve the filter, however retrieval was unsuccessful as the hook of the filter was embedded within the caval wall. Endobronchial forceps were advanced and the filter was grasped, however, the sheath would not advance over the apex of the filter. The sheath was upsized and the soft tissue was dissected from the hook and the apex was grasped and the sheath was advanced over the filter and the filter was removed in its entirety. Completion imaging demonstrated no extravasation or focal stenosis. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Five years and five months post filter deployment, CT scan demonstrated the filter to be tilted with multiple filter limbs extending through the ivc wall. One month later the patient presented for filter removal. A snare was advanced; however, the filter could not be snared due to the embedded filter hook. Endobronchial forceps were used to grasped the filter, the sheath was upsized to allow the filter to be removed. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the provided medical records, the alleged removal difficulties were likely due to the filter being tilted, however the definitive root cause for the filter perforation and tilt are unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition; perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five years five months post filter deployment in a patient with history of deep venous thrombosis and pulmonary embolus, pre-retrieval CT scan demonstrated a tilted filter with multiple limbs extending beyond the caval wall. The patient felt the filter was the cause of back pain and exacerbated lower extremity swelling and was scheduled for filter retrieval approximately five years six months post filter deployment. The right internal jugular vein was accessed and a snare device was unable to retrieve the filter because the hook was embedded, therefore endobronchial forceps were used to successfully capture and remove the filter in its entirety. Completion imaging demonstrated no extravasation or focal stenosis. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months post filter deployment, computed tomography scan performed prior to filter retrieval demonstrated the filter to be tilted with multiple filter limbs extending to the wall of the aorta without luminal penetration and one filter limb extending behind the aorta. The patient presented for filter retrieval approximately five years and six months post filter deployment. A snare device was advanced to retrieve the filter, however retrieval was unsuccessful as the hook of the filter was embedded within the caval wall. Endobronchial forceps were advanced and the filter was grasped, however, the sheath would not advance over the apex of the filter. The sheath was upsized and the soft tissue was dissected from the hook and the apex was grasped and the sheath was advanced over the filter and the filter was removed in its entirety. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), retrieval difficulties and filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using snare and sheath but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years five months post filter deployment in the patient pre-retrieval CT scan demonstrated a tilted filter with multiple limbs extending beyond the caval wall, it was alleged that filter tilted with multiple limbs extending beyond the caval wall. The patient felt the filter was the cause of back pain and exacerbated lower extremity swelling and was scheduled for filter retrieval, approximately five years six months post filter deployment. The right internal jugular vein was accessed and a snare device was unable to retrieve the filter because the hook was embedded, therefore endobronchial forceps were used to successfully capture and remove the filter in its entirety. Completion imaging demonstrated no extravasation or focal stenosis. The patient was hemodynamically stable at the conclusion of the procedure. The device was removed percutaneously. The patient reportedly experienced pain in back and abdominal, severe leg pain. However; the current status of the patient is unknown.